Event description:
It was reported that during a surgery the hcp found three out of four contact points "got hangnail" on the 3389 lead. The trocar could not be drawn from the external electrode. Additional information received reported that there was some problem on the lead contacts, and the lead contact site could not pass through the electrode insertion tube. It was difficult to connect to the twist-lock connector. It was noted that the patient was well after surgery.

Manufacturer narrative:
Lead: model: 3389, (B)(4), implanted: unknown, explanted: unknown. (B)(4).

Manufacturer narrative:
Analysis of lead model 3389 lot # v745714 determined the proximal end connector weld was too high. The continuity was acceptable and there were no shorts between circuits.